Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, upon specimen removal, the device bag tore and the specimen fell into the patient cavity. They used another retrieval bag to resolve the issue in order to complete the case. There was no patient injury.